Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of non-sustained rv oversensing due to intermittent far p-wave oversensing was observed. Patient was asymptomatic. No programming changes were made. Patient will continue to be monitored.